Manufacturer narrative:
A2. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified left coronary artery (lca). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation, at 12atm within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.